Event description:
It was reported that the pt had difficulty recharging the device. Additional info reported that the device worked very well for the pt but was explanted due to infection.

Manufacturer narrative:
(B)(4).